Event description:
On (B)(6)/2009, the patient reported that he has had an issue with air bubbles in his insulin infusion set tubing for the past 2-3 months. He stated, he occasionally pulls the cartridge plunger rod completely out of the cartridge. He was advised to discard those cartridges as the inner seal has been broken. He said he does not always use room temperature insulin to fill the cartridge and he was advised to do so. The patient said he inserts the cartridge into his infusion device and then adjusts the piston rod to 310 units. He was advised the adjust the piston rod prior to inserting the cartridge. On follow up on (B)(6)/2009, the patient stated, he changed his insulin cartridge and the air bubble issue continues. He stated he adjusted the piston rod as directed and used room temperature insulin. He said he successfully primed out all air bubbles but the next day he sees a large air bubbles. He stated this has only occurred with the last 10 or so cartridges that are all from the same lot number. Courtesy cartridges were sent to the patient. On (B)(6)/2009, the patient stated he continues to experience air bubbles that form in the cartridge about 12 hours after the cartridge has been changed. A request for additional training was submitted. No blood glucose concerns related to the issue was reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.